Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) ground prong missing on the ac line cord. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the ac power cord reel (0012-00-1688-01). The fse also discovered several damaged parts. The fse replaced the chassis storage bins (0441-00-0196), and the doppler retractor (0997-00-0596), and the 1/8 npt muffler (0103-00-0631). The fse performed a complete preventive maintenance (pm) with full calibration. The unit passed all functional and electrical safety tests per factory specifications.